Event description:
Opened a brand-new bd plastipak 3 ml syringe to draw up medication from vial and 3 ml syringe was observed with missing measured lines and missing numbers to specific how many ml's are present on the syringe.